Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted nephrectomy, it is alleged that the sheath ripped. Unk how case was completed. There were no adverse consequences to the pt.